Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited air in line alarm. The pump had kept alarming but the air was present. Troubleshooting was performed but the alarm persisted. There was a patient involvement and no patient harm adverse event was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. Service history performed - previous repair was reported on 5/17/2024 for air sensor failed.